Event description:
Negative reactions observed in mts anti-igg card with known anti-jka. Negative reactions observed in both gel lots with pre-diluted ocd cell lots. A 1+ reaction was observed with 3% homozygous cell resuspended in diluent 2. Pt reacted 1+ weak at ahg in tube (peg) with homozygous cell only.

Event description:
Negative reactions observed in mts anti-igg card with known anti-jka. Negative reactions were observed in both gel lots. Increased reactivity was not observed with increased incubation and/or resuspension in diluent 2. Pt reacted 1+ weak at ahg in tube (peg) with homozygous cell only.